Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a surgical procedure for an issue reported under MFR. Report#: 1627487-2017-05418. Following the procedure, the patient's replacement ipg was found to be inoperable. Troubleshooting was unable to provide resolution. As a result, the ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Corrected data: (serial number, lot number, and expiration date) and (device manufacture date).